Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> a calcar femur fracture was reported. The device associated with this report was not returned. However, a review of a provided x-ray confirmed the femur fracture. There were no product allegations against the unknown reamer. A review of the device history records and/or a lot-specific complaint database search was not possible as the product and (lot code required were not provided. With no instrument returned and no more information, no root cause can be determined for this specific instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d3, d4 (catalog), g1, h5, h8. Retracting the reported lot number and UDI in d4, and concomitant products in d10.

Event description:
The patient received a right pinnacle/corail tha to treat pain secondary to end-stage arthrosis. A pinnacle cup with two dome screws, altrx polyethylene liner, delta ceramic head, and corail size 12 kho stem were implanted. During calcar milling, a 1 cm crack of the calcar femur was sustained and treated with cerclage wiring. The surgeon noted that the crack and cerclage wiring had no impact on stem insertion. Before closure, the surgeon determined that the cup and stem were well-placed according to the patient¿s anatomy and the patient had excellent rom and joint stability. The procedure was completed without complications. Doi: (B)(6) 2020; right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: dots. Clinical adverse event received for right hip intraoperative periprosthetic calcar femur fracture event is serious and is considered mild. Event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2020; (right hip). Treatment: surgical open reduction internal fixation.